Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated. The evaluation found universal cord had buckling and plastic distal end cover was heavily damaged. There was poor angulation as bending angle in up direction was exceeding the standard value due to deformation of bending tube. However, customer's allegation on loose angulation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: forceps channel port had a dent; air/water-cylinder and suction-cylinder had no color; there was discoloration on right/left and upward/downward angulation control knobs; the cover of light guide bundle was damaged; scope connector cover unit had corrosion due to water leakage and found connecting tube was deformed. Scratches were found on grip, switch box, scope connector case unit, plug unit and on the objective lens. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had worn light guide tube (lgt), worn distal cap and angulation was loose and poor. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the plastic distal end cover had foreign objects in the gap of deep scratches. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.